Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, it was reported that after a tka procedure, the patient had a revision due to an unspecified infection. It was communicated via e-mail that clinical/medical documentation is not available. Based on the information provided, the surgeon says the devices were not defective. The patient impact beyond that which has already been reported cannot be determined. No further clinical/medical assessment can be rendered at this time. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. The contribution of the device to the reported event could not be corroborated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case: (B)(4). Postal code: (B)(6).

Event description:
It was reported that after a tka performed on (B)(6) 2021, a revision surgery was performed on (B)(6) 2021 due to an unspecified infection. The surgeon says the devices were not defective. No patient harmed reported other than the described event.